Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a damaged pin 1 receptacle in the internal therapy connector assembly. After replacing the internal therapy connector assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device energy setting would intermittently disappear from the display screen when the therapy cable was moved which is indicative of a malfunction that would cause an intermittent failure of the defibrillator to either charge or maintain a defibrillator charge. There was no patient use associated with the reported event.